Manufacturer narrative:
A ge representative evaluated the system and reloaded software. System operates as intended.

Event description:
The customer reported the system would lock up and beep constantly when booting up. No patient injury was reported.